Event description:
The target lesion was the mid lad. The lesion was de novo, moderately calcified and moderately tortuous. There was 100% stenosis. It was an emergent case due to an ami. Aspiration and pre-dilation with a balloon (ryujin plus, 2.5/15mm) were conducted. When the cypher stent (2.5/13mm) was delivered to the target lesion and inflated up to 8 atm, the balloon ruptured. Rupture was confirmed by back-flow of blood into the inflation device. Therefore, the physician promptly retrieved the sds of the cypher from the pt and post-dilation was conducted with another balloon (powered lacross, 2.75/8mm) to dilate the under-dilated cypher stent. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease (hc). The physician did not indicate any anomalies prior to use, but indicated that there was some resistance due to the calcification. There was no difficulty removing the product from the hoop. The device was able to prep normally. The contrast to saline ratio was 1:1. A boston indeflator was used for the procedure. The same indeflator was successfully used with other devices.

Manufacturer narrative:
This device (B)(4) (lot 14111234) is distributed outside the united states; however, it is similar to the united states product (B)(4). The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.